Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a scheduled ICD replacement, externalized conductors were observed via x-ray. The lead was later capped and replaced at another hospital. No further information is available at this time.